Event description:
Device is a synthes 4.5 cannulated screw (head of screw broke off from shaft of screw). Synthes screw removal reamer used to bore over the 4.5 screw, deep into the bone of left ankle. Tip of bit broke off inside the bone. Fragments removed, multiple small size metal fragments retained in bone.